Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing a very uncomfortable pain in the midback and side pain whether stimulation was on or off. X-ray was taken and showed the lead migrated up the t6-t7 gutter. The patient will undergo a revision or an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing a very uncomfortable pain in the midback and side pain whether stimulation was on or off. X-ray was taken and showed the lead migrated up the t6-t7 gutter. The patient will undergo a revision or an explant procedure.

Event description:
A report was received that the patient was experiencing a very uncomfortable pain in the midback and side pain whether stimulation was on or off. X-ray was taken and showed the lead migrated up the t6-t7 gutter. The patient will undergo a revision or an explant procedure.